Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for urge frequency and urge incontinence. It was reported that the patient's device was not working. The patient was receiving an error message - cannot provide your desired settings, call your clinician. Troubleshooting was carried out by having the patient decreasing the stimulation to 0.0 and then increasing it, removing the batteries and replacing them. The error message was still present. The patient mentioned he had already changed sides as well. On (B)(6) 2018, the patient reported that his device was turned off at the time and he was rescheduled to have procedure redone on monday (B)(6) 2018. There were no further complications or anticipations reported with this event. On 2018-03-01 pc (hcp): additional information was received from the healthcare professional (hcp) that the device was put in initially on (B)(6) 2018. The hcp further reported that the patient was seen on (B)(6) 2018, the patient pulled out the leads partially, was unable to assess the efficacy of the trial, and the leads were removed. The hcp noted that the cause of the pulled lead was unknown other than the patient had pulled the leads partially. It was stated that the procedure was not re-done and that was as far as the patient had gone with the trial.